Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended. The recommended programming changes will be made during patient¿s next clinic visit on (B)(6) 2017. No further information available.